Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Upon review, it was revealed that the right ventricular lead exhibited non sustained right ventricular over-sensing (nsrvo) episodes. It was suggested that the nsrvo episodes were due to myopotential over-sensing or lead noise. Programming changes and lead revision were discussed. No interventions were made at this time. No patient symptoms were reported.